Event description:
It was reported that the lead was explanted due to a fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the inner coil was fractured due to clavicle crush.